Event description:
The customer called to report full segment display on the screen. Troubleshooting was performed, but the issue was not resolved. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with a frozen screen due to a faulty component on the interface board. The insulin pump also had a corroded motor home switch.